Event description:
This will be filed to report that during preparation of the cds, the lock lever cap was leaking. It was reported that this was a mitraclip procedure to treat mitral regurgitation. During preparation of the clip delivery system (cds) when the lock lever was flushed, a leak was observed coming out from the cap. The o-ring was inspected but there was no damage noted. Therefore, the cds was not used. A new cds was used successfully in the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported leak was confirmed via returned device analysis. Additionally, the polyimide tubing/ o-ring were observed protruding. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of the analysis, a cause of the observed material protrusion cannot be fully confirmed. The lock lever leak was due to the material protrusion. There is no indication of a product quality issue with respect to manufacture, design or labeling.